Event description:
Device 2 of 3: ref MFR reports: 1627487-2013-21194; 1627487-2013-21196. It was reported the patient will be consulting with the physician to have the scs system explanted. The reason for explant is unknown at this time. It was reported the patient has had the scs system reprogrammed multiple times. It was also reported the patient may have some cognitive issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.